Manufacturer narrative:
The insulin pump passed displacement test. No motor error alarm was noted. The pump was unable to prime during prime test and alarmed compromised fore sensor system alarm during basic occlusion test due to faulty force sensor system. The pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed motor test. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of priming anomaly and motor error alarm from the insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer stated that the pump alarmed motor error during rewind. The customer stated that insulin squirted out during the manual prime process. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the second series of beeps nor numbers did not appear on the screen. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.